Event description:
The patient complained of changed sound quality. An x-ray confirmed that the electrode array had migrated out of the cochlea. The patient was explanted and reimplanted on 3/27/1998. Follow-up information on the patient's current performance has been requested but not received. The patient was implanted and resides outside of the USA.